Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacteria peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by abdominal pain which occurred three days prior to event onset. The same day as the event onset, the patient was hospitalized and was treated vancomycin injection (1gm, ongoing) and ceftazidime injection (1gm, ongoing) for peritonitis. Four days after the event onset, the patient was discharged from the hospital. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. It was reported that patient retraining was completed. No additional information is available.

Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.